Manufacturer narrative:
The device has been received by anspach. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device had an "air leak in the nose." The device was used in surgery. There were no injuries or medical intervention reported. There was no additional information provided.